Event description:
Pt with long standing diagnosis of rheumatoid arthritis undergoing anterior-posterior spinal fusion due to compression, fracture and scoliosis. During operative procedure, pt developed profuse, generalized bleeding. Pt proceeded to bradycardia, then cardiac arrest. Attempts to resuscitate pt were unsuccessful.